Event description:
It was reported that the insulin pump had a crack on the bottom of the device below the act button. The blood glucose reading was 65 mg/dl. The customer stated that she had dropped the insulin pump 6 months prior to the alarm occurring. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a constant alarm due to faulty component on the motherboard. The insulin pump was received with scratched lcd window, cracked case on the bottom right corner at the display window, cracked reservoir tube lip, cracked reservoir tube window through to the reservoir tube near the act button, and cracked battery tube threads.